Manufacturer narrative:
A device evaluation confirmed the customer allegation. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were found throughout the device. The bending section cover joint was missing and the adhesive part was cloudy. The switch was cut off. Discoloration of the operation part was noted. Wrinkles were observed in the universal cord. Peeling of the paint was recognized on the air/water supply cylinder and the suction cylinder. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the videoscope exhibited decreased angulation and play of the knob was out of normal state. It is unknown when the issue was observed. The device was not replaced. The device was returned and an inspection revealed presence of foreign material inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. It is not known if there was a delay in the start of the pre-cleaning. The nozzle was cleaned with lint-free cloths/brushes/sponges, and the air/water nozzle was flushed with detergent solution. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system" [inspection of the endoscope]. 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.